Manufacturer narrative:
Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: customer reported another device used in this event and it is reported in case: (B)(4). Report 1 of 2.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Son stated customer is not a diabetic and does not know what his expected blood glucose test result range should be. Customer had tested using meter and obtained a result of hi. Customer purchased an alternate meter and also obtained results of hi (reference internal report # (B)(4)). Son stated that the customer was having symptoms earlier and that he had taken januvia (symptoms were not disclosed). Medical attention was not required. At the time of the call, the customer reported feeling well and did not report any symptoms. The customer declined to perform a back to back blood test during the call; customer was eating at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/25/2021 and open vial date is 9/12/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 14-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".